Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Updated to indicate that the device was not returned for evaluation. The device was not returned for evaluation; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned for evaluation.

Event description:
It was reported that during a procedure an unknown stryker foot pedal was not responding with a handpiece, which caused a 30 minute delay. Per new information received on (B)(4) 2014, additional anesthesia was administered to the patient due to the delay. The procedure was completed successfully utilizing back-up equipment. No medical intervention and no permanent damage to the patient were reported with this event.

Event description:
It was reported that during a procedure an unknown stryker foot pedal was not responding with a handpiece, which caused a 30 minute delay. Per new information received on (B)(6) 2014, additional anesthesia was administered to the patient due to the delay. The procedure was completed successfully utilizing back-up equipment. No medical intervention and no permanent damage to the patient were reported with this event.